Event description:
Per provider, pilot valve is contaminated. Per independent repair center statement unit is alarming or red light. The key failure was the pilot valve for the manifold pilot valve was contaminated.